Event description:
(B)(4). My skin immediately broke out into an allergic reaction ( rash) 2 weeks after implanted, I have a nickel allergy and was never tested prior to implantation, I bled for 4 months straight after implantation and I still bleed every 3 weeks, I have severe memory loss, and I am gaining weight like crazy and do not even eat a lot, I have sharp stabbing pain when I get up fast from a sitting position, I have a dull pain in my abdomen daily, I am tired all the time no matter how much rest I get, my skin is very dried out.